Event description:
It was reported that the lead exhibited increased thresholds and had dislodged. During the attempt to reposition the lead the patient was asystolic and the physician decided to explant the lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.